Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded. This MDR is being submitted late. An issue occurred when renewing the signing certificate for the FDA gateway. Ticket (B)(4) was completed with the esg helpdesk for this. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip viperwire guide wire broke off and was left in the patient. The target lesion was 80mm in length and was located in the anterior tibial (at) artery. The physician used a 5fr introducer sheath and a journey guide wire to access the lesion. The journey wire was exchanged for a csi flextip viperwire guide wire and the oad was loaded onto it. The physician performed 10 runs to treat the lesion. During the procedure, the physician noted that the tip of the guide wire had broken off and was left in the patient. The patient status remained stable throughout the procedure.